Manufacturer narrative:
(B)(4). Based on the age of the therapy cable assembly, physio-control has advised the customer to replace the therapy cable. Physio has been unable to reach the customer to verify that the replacement therapy cable resolved the reported failure. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that their device would not detect the therapy cable when attempting to perform a synchronized cardioversion on a patient. The customer stated that earlier in that same day, the device functioned normally and detected the therapy cable while cardioverting the same patient. The patient did not suffer any adverse effects as a result of the reported failure.

Manufacturer narrative:
The customer confirmed with physio-control that they replaced the therapy cable and then observed proper device operation through functional and performance testing. The device was then returned to use. The faulty therapy cable will not be returned to physio-control for evaluation and further cause failure cannot be determined.